Event description:
While a dialysis treatment was being performed a "loud sound" was heard and blood was noted on the wall and floor. Inspection revealed the "dialyzer' had burst. The patient was treated medically. The malfunctioning unit was sent to the manufacturer for evaluation. Await reportdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.